Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate test was not verified. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time. The delivered amount was 41.657 and the error percentage was at 4.1425%. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test during testing in the biomedical service department. There was no patient involvement. No additional information is available.